Event description:
It was reported that the device failed to power up. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up. The customer declined repairs and the device was returned to the customer.